Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. Upon visual exam, fluid ingression was noted. Batteries were inserted into the pump but was unable to power up the pump with no ability to perform tests; inability to confirm complaint. Based on the evidence, the root cause was user induced as the primary problem was fluid ingression. The complaint may have been caused by the fluid ingression.